Event description:
First responders answered a call for an unwitnessed roll over accident. They attached disposable defibrillation electrodes and an AED to the pt. When the bls crew arrived on scene they removed the AED, used the same electrodes and attached their device. Reportedly, the device alarmed connect electrodes and analysis was impeded. The device operator replaced the electrode set in an unsuccessful attempt to clear the message. The pt was moved into the transport rig; during transport the defibrillation electrodes were again replaced in an unsuccessful attempt to clear the connect electrodes message. An als crew arrived on scene and attached a manual defibrillator, the pt was diagnosed as asystole. The pt was not resuscitated. When the pt was delivered to the emergency department a physician assessed the pt and determined the pt had been down for an extended time and resuscitation efforts would not have been effective.